Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the home monitor was delivered to the patient on (B)(6) 2020. However, when the patient initiated transfer (pit) button is pressed, it does not remain lit despite numerous trials.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the home monitor was delivered to the patient on (B)(6) 2020. However, when the patient initiated transfer (pit) button is pressed, it does not remain lit despite numerous trials.